Manufacturer narrative:
Block h2: additional information: block d4 (lot number, expiration date), h4 (manufacture date) block h6: device code a0402 captures the reportable issue of balloon burst. Block h10: investigation result visual and microscopic examination of the returned complaint device that the catheter was kinked and cut off. The balloon was not returned and the reported event could not be confirmed. The found problem is likely due to factors encountered during the procedure, such as the application of force during handling or usage. Forcing the device against significant resistance could result in device problem or loss of functionality. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications..

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon burst when it reached to 20mm. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to report a device lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon burst when it reached to 20mm. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.